Event description:
Complainant alleged that during biomed testing, the device powered up intermittently with no display. Complainant indicated that there was no patient involvement in the reported malfunction.